Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.3 cm diameter abdominal aortic aneurysm. It was reported that a CT scan was performed and a proximal type I endoleak was confirmed. The proximal neck was enlarged due to dilation of the proximal aortic neck. The physician determined that an additional stent graft could not be implanted so coil embolization was be performed. The physician made the approach from the right brachial artery into the aneurysm. The inside of the aneurysm was intentionally occluded by coils. The final angiography was carried out and no contrast was observed flowing into the aneurysm. The physician stated that there were no other options but to choose this treatment method. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).